Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source. Subsequently, the pump screen turned on and the pump began emitting a steady noise. The customer's blood glucose level was 271 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.